Manufacturer narrative:
Per (B)(4) - FDA final report. Additional information including x-rays, operative notes, patient weight, activity level and medical history, if the patient experienced any slips/ falls or other trauma, if the patient followed correct post op protocol, and an update on the patient post revision, has been requested in order to progress with the investigation of this event. However, this information was not available. The appropriate devices details have been provided and the relevant device manufacturing records have been identified and reviewed. The devices were manufactured according to specifications at the time of manufacture. Based on the information indicated on the label h3-52804 lot 38583, the omni hip ceramic femoral head 28mm +3.5mm should be used only with the omni hip system. Consequently, the omni ceramic heads are not cleared with corin acetabular systems. Based on the above, no further investigation can be conducted. The root cause is considered as an off-label use. Corin now considers this case closed. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contribted to this event.

Event description:
Trinity liner and omni ceramic modular head revision after approximatively 3 years due to instability.

Manufacturer narrative:
(B)(4): FDA initial report. Additional information including x-rays, operative notes, patient weight, activity level and medical history, if the patient experienced any slips/ falls or other trauma, if the patient followed correct post op protocol, and an update on the patient post revision, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity liner and omni ceramic modular head revision after approximatively 3 years due to instability.